Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem of "constant false upstream occlusion," was not reproduced. A review of the event history log (ehl) revealed multiple "upstream occlusion!" Alarms however the log cannot be used to determined if the alarms occurred within appropriate pressure ranges. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of constant false upstream occlusion in the general patient ward. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.